Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke into two separate pieces, appeared crushed, and was leaking. It was reported that during an afib procedure while placing the catheters in the heart, the physician observed that the valve of the vizigo sheath was leaking, as he wanted to switch from guide to ablation catheter. The surgery was delayed 5 minutes due to the reported event. They exchanged the sheath with another one and the procedure was successfully completed. No fragments were generated. No patient consequences. No other medical intervention was required. The valve gasket appears to be separate from valve entry, plus it looks crushed on one side. The hemostasis valve (gasket) broke into two separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was a few milliliters. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 14-jul-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 10-jun-2022, the product investigation based on the received photograph of the complaint device was completed. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Device investigation details: according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed based on the picture received. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review on (B)(6), it was identified that the product receipt was mistakenly indicated in the initial report. The complaint device was not returned for analysis. However, a photo of the complaint device was received and subsequently analyzed.

Manufacturer narrative:
On 18-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke into two separate pieces, appeared crushed, and was leaking. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device 50000072 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).